Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guides/sleeves/aiming: sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a procedure, the opening reamer got stuck in sleeve and destroyed inside of sleeve. The metal inside the sleeve seemed to be deformed. There were 10 minutes surgical delay. There were no fragments generated. The procedure was successfully completed. The patient outcome was unknown concomitant devices reported: drill bit / flexible / 12mm long (part# 03.043.016, lot# unknown, quantity# 1). Tibial nail-advanced / 9 330 / sterile (part# 04.043.130s, lot# 92p8232, quantity# 1). This complaint involves three (3) devices. This report is for (1) unk - guides/sleeves/aiming: sleeve. This report is 1 of 2 for (B)(4).